Event description:
Customer reported that cartridge was not properly fitting onto pump. There was no reported impact to customer¿s blood glucose level. Customer was advised to inspect and clean pneumatic tap area, remove o-ring, and reload cartridge; cartridge reloaded successfully, and insulin therapy resumed.